Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that patient had knee arthroscopy and was sent home after surgery but came back the next day and presented a 3rd degree burn/blister to surgical area. Surgeon has confirmed that the outflow of the wand was not used and could potentially be the reason for this blistering, however surgeon has clarified that the wand was only used for around 90 seconds.

Manufacturer narrative:
510k added.